Event description:
We have been informed of the following event: "according to the reporter, the unit had deficit calculation issues. There was no patient involvement. Additional information 1.how was the issue noticed? During set up. 2.could we please get more information, if there was issue with low deficit or higher deficit? Low deficit. As the complaint is regarding the deficit, which could be related to an issue with scale. 3.could you please provide sn of the scale and send back also the scale back as well? Rep sent it off."

Manufacturer narrative:
At the time of the reporting decision the device has not yet been returned for evaluation and the evaluation results were not available. Furthermore, there are no information about the scale. With this limited information the most probable root cause could not be determined. It could be a device-independent issue or an actual malfunction. As per the reporter, the issue was noticed prior to the use (during set up). There was no patient involvement. No patient harm or injury reported. In case of a potential malfunction, we cannot exclude that it could cause or contribute-ute to serious injury if it were to reoccur. If new information is received, or if the device is returned for evaluation, the reporting decision will be re-evaluated accordingly.